Event description:
Update: (B)(6) 2013 - the complaint has been reopened because it has been reported that the patient was revised on (B)(6) 2013 to address squeaking, pain, and reduced range of motion. Part numbers were provided. Doi (B)(6) 2008 - dor (B)(6) 2013 (left hip).

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/25/15- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported decreased range of motion, pain, and squeaking. Medical records and revision surgical report noted squeaking, popping, a fall on ice 2009 on right hip, metallosis, gray fluid, gray stained tissue, severe synovitis, anteverted acetabular component (this was not revised so not reported), difficulty liner removal, chronic effusion, increase metal ions but no lab reports were within records, and one proud screw that was removed. Stem added for high metal ions and the screw is being added for being proud. The complaint was updated on: dec 11, 2015.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges that the patient suffers from pain.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The investigation has been reopened because it has been reported that the patient has been revised and additional info has become available. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
.

Event description:
Ppf alleges metal wear. Added surgeon and lawyer in the associated contact.

Manufacturer narrative:
**Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. (Right hip). The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.